Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an infusion inaccuracy. It was stated that a patient was getting rituximab infusion with a 5000 ml volume. Rituximab rate increased by 100ml every half hour. Rituximab had only been infusing for 1.5hrs which only should have infused 300 ml. Rituximab had infused 500ml by 1.5hrs it was expected to take 2 hrs. The pump also stated that only 260ml had been infused. It was not sure whether the issue was a pump or tubing issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.